Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with one cartridge during basal delivery. There was no impact to customer's blood glucose level. The customer reported that a new cartridge was installed and the pump would continue to be used for insulin therapy.